Manufacturer narrative:
The cause traced to intentional off-label, unapproved, or contraindicated use. According to the IFU warning, "administer appropriate levels of peri-procedural anticoagulation therapy for patients undergoing left-sided and transseptal cardiac procedures and for selected patients undergoing right-sided procedures. There is an increased risk of thromboemboli if appropriate anticoagulation levels are not maintained while the transseptal sheath and/or catheter is in the left side of the heart. Administer anticoagulation therapy during and post-procedure according to the institution's standards to minimize bleeding and thrombotic complications." The physician administered the incorrect amount of medication causing an anormal act level which tends to cause clots. An act of 203 is below the recommended therapeutic range for left-sided ablation procedures and may increase the risk of thrombus formation. This could suggest that the clotting was related to subtherapeutic anticoagulation.

Event description:
It was reported that during a procedure a patient experienced a thrombosis. It was reported that during a procedure involving a faradrive sheath, the physician was unable to aspirate the device when introducing the farawave catheter into the faradrive sheath. (Aspiration of the sheath during use within the patient is not intended use) he removed faradrive and flushed discovering multiple clots. Act was revealed to be 203. He delivered a bolus of heparin and flushed the device. He reintroduced the device and faced no more resistance to aspiration. As the clot/thrombus was contained within the sheath no further health consequences or impact occurred. The device is not expected to be returned for laboratory analysis as it was disposed.

Manufacturer narrative:
The cause traced to intentional off-label, unapproved, or contraindicated use. According to the IFU warning, "administer appropriate levels of peri-procedural anticoagulation therapy for patients undergoing left-sided and transseptal cardiac procedures and for selected patients undergoing right-sided procedures. There is an increased risk of thromboemboli if appropriate anticoagulation levels are not maintained while the transseptal sheath and/or catheter is in the left side of the heart. Administer anticoagulation therapy during and post-procedure according to the institution's standards to minimize bleeding and thrombotic complications." The physician administered the incorrect amount of medication causing an anormal act level which tends to cause clots. An act of 203 is below the recommended therapeutic range for left-sided ablation procedures and may increase the risk of thrombus formation. This could suggest that the clotting was related to subtherapeutic anticoagulation.

Event description:
It was reported that during a procedure a patient experienced a thrombosis. It was reported that during a procedure a faradrive sheath was selected for use. However, the physician was unable to aspirate the device when introducing the farawave catheter into the faradrive. He removed faradrive and flushed discovering multiple clots. Act was revealed to be 203. He delivered a bolus of heparin and flushed the device. He reintroduced the device and faced no more resistance to aspiration. The device is not expected to be returned for laboratory analysis. It was disposed of. It was further reported that the patient fully recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a patient experienced a thrombosis. It was reported that during a procedure involving a faradrive sheath, the physician was unable to aspirate the device when introducing the farawave catheter into the faradrive sheath. (Aspiration of the sheath during use within the patient is not intended use) he removed faradrive and flushed discovering multiple clots. Act was revealed to be 203. He delivered a bolus of heparin and flushed the device. He reintroduced the device and faced no more resistance to aspiration. As the clot/thrombus was contained within the sheath no further health consequences or impact occurred. The device is not expected to be returned for laboratory analysis as it was disposed.